Manufacturer narrative:
The event is being reported retrospectively, as the complaint was initially assessed incorrectly. Due to the failure of a life-sustaining device, as well as the delay in treatment to a critically ill patient, this event is deemed reportable. Communication with the site confirmed there was no patient adverse event or injury due to the failure of the device. The device was requested to be returned for evaluation, however, it was not received, and therefore a definitive root cause of the device failure could not be determined. From the reported description, the failure is similar the open transport phasitron recall (1000524541-12/15/2023-001-r) initiated in december of 2023 in relation to inaccurate pressure produced by the device due to a manufacturing assembly error. At this time, no additional information has been provided on the event. If additional information is received, a follow-up MDR will be submitted.

Event description:
This event is being submitted retrospectively due to recent reassessment of the complaint. It was communicated by the customer that while transporting a critically ill infant, the phasitron breathing circuit would not allow pressure to be lowered to a therapeutic range. No adverse event was reported by the customer. As there was a malfunction of a life-sustaining device and subsequently a delay in treatment to a critically ill patient, this event is being reported.